Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited high capture threshold resulting in capture failure. The lp was explanted and replaced. There were no patient consequences.